Manufacturer narrative:
Additional information: section h3: evaluated by manufacturer: yes. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. The photographs and video were evaluated by a subject matter expert. The video and photographs display a cartridge that is damaged and a lens that displays damage to the optic body as well. The condition of the lens once delivered is difficult to determine based on the image therefore it cannot be determined if the lens was folded correctly relative to the pushrod during lens advancement. Without knowing condition of the lens after initial deployment from the simplicity device it is difficult to determine the root cause of the lens damage and if the damage was due to delivery in the simplicity device or the secondary handpiece. No further evaluation can be performed. The reported issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of photos and a video, the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) cartridge was "swollen", so the surgeon removed the lens from the preloaded injector and placed it in a conventional cartridge. After implantation of the lens into the left eye, the surgeon noticed that there were two fissures in the optical zone of the iol. No vitrectomy or sutures were required. It was noted that there was a delay in the procedure. Instructions for use were followed. Post-operative visual acuity was not performed. There is no indication of patient injury or medical or surgical intervention. The lens remains implanted. Through follow-up, it was learned that, the tip of the injector was swollen. The issue was not due to use error. The preloaded lens was removed from the preloaded cartridge and manually put into a 1mtec cartridge and then implanted into the patient's eye. It is too early to provide the patient's post-op best corrected visual acuity. It is too early to know if there is any patient injury or adverse event to the patient, however no issue was indicated. No medical or surgical intervention was required. The delay in procedure was just a few minutes (not even five minutes); just enough time to change the lens to the conventional injector. The patient outcome is unknown. There was no indication of any planned intervention. Balanced salt solution (bss) was used and was at room temperature. No further information was provided.